Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify flashing screen anomaly due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer's blood glucose was 137 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.